Manufacturer narrative:
Zoll has received the autopulse platform (sn 32656) for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, upon powering on, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the reported complaint was due to the defective processor board as a result of normal wear and tear of the platform. The autopulse platform was manufactured in september 2014 and is more than 5 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message upon powering on. The archive data review showed occurrence of system error, user advisory (ua) 139 (unable to hold compression position) on the reported complaint date. The processor board was replaced to address the system error. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes without any fault or error. Following service, the autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(6).